Event description:
It was reported by a user facility medwatch report that a nurse did a routine brake check and found that the brakes were not performing to specification. It was reported that the brakes rolled at 40 pounds. Reportedly, the bed had the brake recall kit installed on (B) (6)2008.

Manufacturer narrative:
Result - scorpion brake kit.